Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 7-14 counting from the proximal towards the distal end of the stent were damaged, some of the struts were lifted from the stent profile and pulled distally. The undamaged section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.50mm target lesion was located in the mildly tortuous and severely calcified mid left circumflex(lcx) artery. Following pre-dilatation, a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.